Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50 serial number: (B)(6). Batch/lot number: 7076199. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due inadequate stimulation. The location of the device is unknown. Patient experienced discomfort. No additional information is available at this time. Attempts to gfe were made.